Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along pulse wire inside the rear therapy electrode cable. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "check therapy pad" messages.